Event description:
This device demonstrated capacitor reform times between 11 seconds and 28 seconds. The device also reported one shock impedance reading greater than 150 ohms, and then stopped reported shock impedances. The rv lead tested within normal limits at the time of the device replacement and remains implanted. There are no adverse patient effects reported. On (B)(6) 2012 - this device was returned. We were also informed that home monitoring alerted the physician that this device was in backup mode on (B)(6) 2012.